Manufacturer narrative:
Follow-up # 2. This supplemental is being sent to include information omitted from follow-up #1 the test strips have also been returned and evaluated by lifescan¿s product analysis but the findings were not included in the previous submission. The test strips failed testing. The reported issue was confirmed; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. A secondary issue was also noted as the returned test strip vial was found to contain extra test strips. The alert date has been updated to reflect the date test strip evaluation was completed. If lifescan obtains additional information regarding this complaint a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging unknown issue, "problem with charging". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.